Event description:
The customer reported that they had a speaker malfunction inop on the intellivue multi measurement server x2. No sound was audible. No adverse event involving a patient or user was reported.